Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
After successfully deploying a stent in a lesion located in the right superficial femoral artery, the proximal side of the guidewire lumen of the stent delivery system (sds) separated and remained on the guidewire. The patient is a male. The vessel had moderate calcification, no tortuousity adn 100% stenosis. After the pre-dilatation, the product was advanced to the lesion over the guidewire, and the stent was successfully deployed into the lesion. There was no difficulty placing the stent at the lesion and the device behaved normally when being advanced. After the device separated during withdraw, the physician successfully retrieved the guidewire lumen by removing the guidewire and lumen as a unit from the patient. The guidewire was inserted again, and another balloon was advanced to perform post-dilatation of the stent. There was no reported injury to the patient.